Event description:
It was reported that the patient presented with severe multilevel disk degeneration and spondylosis l3-4, l4-5, and l5-s1, discogenic and spondylotic mediated low back pain recalcitrant to prolonged attempts at conservative measures. The patient underwent an anterior lumbar interbody fusion with instrumentation at l3 through the sacrum. Interbody cages packed with cortical cancellous allograft wrapped in bmp soaked sponge were placed at l3-4, l4-5, l5-s1. Notes indicate the patient did well for 6 months following surgery then began having recurrent low back pain and notes urinary incontinence. Studies show adjacent segment degeneration at l2-3. At 13 months post-op, the patient presented with degenerative disc disease of the lumbar spine. The patient underwent a procedure for lateral approach to the l2-l3 disc and interbody fusion with placement of plate. Interbody implant was packed with cortical cancellous graft wrapped in bmp soaked sponge and placed into the disc space at l2-3. At 20 months post-op the patient presents with persistent pain into the legs. Patient notes numbness with occasional pain in the anterior left thigh and throbbing and occasionally sharp pain in her right leg from the buttock down to the top of the foot. She also has pain across her buttocks bilaterally. ¿an MRI and CT demonstrate no significant neuroforaminal impingement. There is minimal right and left posterolateral disc bulging at l2-3 without central stenosis or neural foraminal stenosis. She has minimal facet arthropathy. At l3-4, l4-5 contrast enhancement demonstrated no abnormal enhancement.¿ patient is diagnosed with post laminectomy syndrome. At 21 months post-op the patient presented with diagnosis of post laminectomy syndrome. The patient underwent a procedure for placement of spinal cord stimulator. At 22 months post-op, the patient presents with complaints of new pain in the left le and the original back pain. Patient also reports urinary incontinence, numbness in the peripheral and pelvic area since the second fusion surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.